Event description:
It was reported that the device delivered inappropriate therapy for svt with rapid ventricular response. The patient was prescribed medication to slow down rapid ventricular response before reprogramming. The device was reprogrammed successfully and the patient was doing well.

Event description:
It was report that the device delivered inappropriate therapy for svt with rapid ventricular response. The patient was prescribed medication to slow down rapid ventricular response before reprogramming. The device was reprogrammed successfully and the pa...